Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2016 due to an embolic stroke. A CT scan confirmed the stroke. The patient had a therapeutic inr. The pump was not explanted. No further information was provided.

Manufacturer narrative:
The pump was not explanted. A direct correlation between the report of stroke and the device could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.